Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was available for evaluation. It was reported that the distal tip of the instrument fractured and the broken piece was left in the screw head. Visual inspection of the instrument confirmed the hexalobular tip sheared off from the driver shaft with signs of torsional deformation consistent with clockwise rotation of the instrument during final tightening. Dimensional and functional analysis could not be completed due to the fracture. The fracture of the tip may have been caused by high forces experienced during tightening. However, because the surgical conditions cannot be replicated, no determinations could be made as to the cause of the reported issue. The following sections have been updated: b4; d4; d8; e1; h2; h3; h6; h10.

Event description:
It was reported that during surgery the tip of the driver shaft broke off and was left in the set screw.